Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or dispersions in manufacturing. Device reported issue was no image being available. Upon inspection and testing, it was observed that the imaging unit (ccd unit) had a failure and rotating the focus ring causes intermittent noise on image. In addition, coupler base plate is bent causing an off-centered image. Device is equipped with a third party cable. This is likely that the image noise was caused due to unexpected stress on the camera head, deformation of the coupler, failure of the ccd unit, and failure of the ccd unit caused by the user's handling. In addition, a third-party cable might have caused the ccd module to fail. The instructions for use, provided with delivery of device, includes the following statements as important to read before usage: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A coupler base plate on the lens was found bent causing an off-centered image. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem. The image did not appear while using a camera head during preparation for a procedure. No patient involvement or injuries were reported. No additional information has been obtained.